Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the patient pd registered nurse (pdrn) reported this patient presented to the outpatient clinic feeling generally ill and with hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas fluorescens and a white blood cell (wbc) count of 512/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient noted a leak from the cassette during a pd treatment prior to the infection (please see MFR 8030665-2021-01518) and the patient disconnected from the cycler without washing hands. It was affirmed the leak from the cassette was not a causative factor in the patient¿s peritonitis as it was it was determined the lack of aseptic technique was the source. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 1000 mg (frequency and duration unknown). Following culture results, the patient continued with the ip ceftazidime at 1000 mg every day for three weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient recovered from this event and remains asymptomatic. It was confirmed, though there was a temporal relationship between a leak in the cassette of the liberty cycler set and the patient¿s peritonitis, the confirmed source of this infection was a lack of aseptic technique and not due to the malfunction of the liberty cycler set. The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a lack of aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Though it was reported a malfunction of the liberty cycler set occurred simultaneously with the patient¿s touch contamination, the leak from the cassette was determined not to be a causative factor in the patient¿s infection. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the patient pd registered nurse (pdrn) reported this patient presented to the outpatient clinic feeling generally ill and with hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on 7/sep/2021 presented with pseudomonas fluorescens and a white blood cell (wbc) count of 512/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient noted a leak from the cassette during a pd treatment prior to the infection (please see MFR 8030665-2021-01518) and the patient disconnected from the cycler without washing hands. It was affirmed the leak from the cassette was not a causative factor in the patient¿s peritonitis as it was it was determined the lack of aseptic technique was the source. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 1000 mg (frequency and duration unknown). Following culture results, the patient continued with the ip ceftazidime at 1000 mg every day for three weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient recovered from this event and remains asymptomatic. It was confirmed, though there was a temporal relationship between a leak in the cassette of the liberty cycler set and the patient¿s peritonitis, the confirmed source of this infection was a lack of aseptic technique and not due to the malfunction of the liberty cycler set. The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.